Manufacturer narrative:
Examination of the returned inserter found its distal tip was bent prior to breakage. Review of the device history record confirmed the lot met specification requirements when released to stock. Complaint trend analysis found no other complaints have been received for this lot. The cause of the tip breakage cannot be positively determined at this time. However, it is likely that bending of the tip during usage caused or contributed to the tip breakage. The instrument is made of stainless steel and although it is not implant grade, there are material and manufacturing controls in place. The material is corrosion-resistant and its processing includes passivation which further increases its resistance to corrosion. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that the tip of the inserter broke off during spinal cage insertion. The broken tip remains in the implanted cage and there were no adverse consequences to the patient. As an unintended portion of the instrument was left in the implanted cage, an MDR is being filed to document this event.